Event description:
During an acl (anterior cruciate ligament) and meniscal repair procedure utilizing the fast-fix 360 curved needle delivery system, it was reported that, while the surgeon was deploying the t1 implant and pulling the inserter from the meniscus, t2 implant deployed. It was reported that both t1 and t2 anchors were removed from the joint with graspers. Backup device was available and the procedure was completed successfully. (B)(4).

Manufacturer narrative:
Subject device was returned for evaluation. No t implants or sutures were returned. Subject device was tested and actuated without issue. Review of the device history records was performed which confirmed no discrepancies. A complaint history review did not identify additional complaints filed for the manufactured lot. Per the evaluation, no root cause could be determined. At this time, no further investigation will be implemented. (B)(40.